Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out-of-range pace impedance measurements greater than 3,000 ohms. Sensing looked good and thresholds were fine. However, the decision was made to remove this lead, and a different lv lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Body fluid was present in the lumen, however this is normal for open end leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out-of-range pace impedance measurements greater than 3,000 ohms. Sensing looked good and thresholds were fine. However, the decision was made to remove this lead, and a different lv lead was implanted successfully. No adverse patient effects were reported. The removed lv lead was returned for analysis.